Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The explant date is estimated.

Event description:
It was reported that the patient had the ipg explanted and replaced sometime in (B)(6) 2016. The reason for the explant was not given.